Manufacturer narrative:
Additional information h4 - device mfg date. The field service representative (fsr) inspected the instrument and determined the arc, probe to be the likely cause of the issue. The part was replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) , or the arc, probe was identified.

Event description:
The customer observed false reactive architect anti-hcv results for a patient sample. The following data was provided (reference range results >/= 1.00 s/co are reactive): (B)(6) 2023 initial = 1.69 s/co, repeat = 1.66 s/co, repeat with another method = negative. (B)(6) 2023 same patient, new sample result = 1.41 s/co, repeat = 1.41 s/co, repeat at another lab on abbott i2000sr and results = 0.61 s/co, 0.71 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect anti-hcv results for a patient sample. The following data was provided (reference range results >/= 1.00 s/co are reactive): (B)(6) 2023 initial = 1.69 s/co, repeat = 1.66 s/co, repeat with another method = negative. (B)(6) 2023 same patient, new sample result = 1.41 s/co, repeat = 1.41 s/co, repeat at another lab on abbott i2000sr and results = 0.61 s/co, 0.71 s/co no impact to patient management was reported.